Manufacturer narrative:
The suspect clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site (B)(6) 2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's open spine clamp was damaged. The open spine clamp screw thread was broken. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.